Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was no longer able to establish communication between her scs ipg and external devices after not charging/using the system for 3 months. An sjm representative confirmed the ipg was inoperable. As a result, the device was explanted and replaced with a different model. Stimulation was restored with the surgical intervention.